Event description:
Additional information received from the patient's family member stated that they were not sure of the cause that led to stimulation issues and lack of therapy. They were not seeing any improvement in their daughter bladder issues. Revision is scheduled on (B)(6) 2020. The device still remains in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had no therapeutic benefit since implant and when they increased any higher, the stimulation was uncomfortable and in their toes. The caller had steadily increased the setting on the patient. No further complications were reported as a result of this event. (B)(6) 2017 lfc (hcp): additional information from the healthcare professional (hcp) on september 13th reported the causes of the unc omfortable stimulation in the wrong location and lack of therapeutic effect was not determine. The hcp noted the lead was in the proper position. The hcp noted the actions taken to resolve the uncomfortable stimulation and stimulation in the wrong location and lack of therapeutic effect was to stop increasing the setting. The hcp stated the uncomfortable stimulation in the wrong location and lack of therapeutic effect had not been resolved. There were no further complications that have been reported as a result of this event. Additional information was received from a consumer. It was reported that they hadn¿t seen any great results since implant; the patient still has accidents and wets themselves. It was noted that the patient had a regular reprogramming session on (B)(6) 2020 where they received four new programs as well as programming direction. It was noted that the patient started with p1 and received an unknown screen which was determined to be the ¿upper limit¿ screen. The patient also tried the rest of the programs but were not experiencing any benefit at the lower settings, and were unable to increase any higher as the stimulation then became uncomfortable. It was also noted that the patient used a colostomy bag and did not have a trial. It was recommended that they follow up with their healthcare provider about the upper limit screen, and to discuss their symptoms and next steps. No further patient complications are anticipated or expected as a result of this event. Additional information was received. Patient's mother called back reporting never having therapy effect. Caller mentioned that the patient keeps bumping stimulation up every couple of days because they still have not seen therapy results. Caller mentioned that the patient will most likely have revision surgery in august due to this issue. No further complications were reported.